Event description:
It was reported that an ilet pump user experienced a post-meal hyperglycemia after announcing an incorrect, smaller meal size, which led the system to deliver correction insulin that subsequently caused hypoglycemia; the event was monitored via dexcom g7 and treated with oral glucose tablets. Symptoms included hypoglycemia with diaphoresis and shaking/tremors. Outcomes included the need for unexpected medical intervention in the form of carbohydrate administration. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to meal announcement and target settings, and involvement of the user interface, with the medical device problem characterized as an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.